Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week after implantable pulse generator (ipg) system implant, the patient experienced a hematoma and bleeding. Debridement and arresting of bleeding was performed. The ipg system was explanted and the patient received a new ipg system on the contralateral side. No further patient complications have been reported as a result of this event.